Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The type a lesion being treated was calcified and located in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.5 x 12 mm sprinter balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 16 mm drug eluting stent. However, as the stent came out of the guide catheter and into the lesion the physician noticed that the distal end of the stent flared out. Consequently, the stent was never deployed. The procedure was successful completed using another taxus express 2 3.0 x 16 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".